Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (2 grams daily for 14 days; route not reported) and ceftazidime (1 gram daily for 14 days; route not reported) for the peritonitis. At the time of this report, the recovery status of the patient was unknown. Action taken with dianeal therapy was not reported. Additional information is not available at this time.